Manufacturer narrative:
Investigation findings: to date, the product has not been received for evaluation. A follow-up report will be sent once the investigation is complete.

Event description:
It was reported that during use in a podiatry case, the handpiece started to run without depressing the foot pedal. There was no report of injury or significant surgical delay with this event.